Event description:
Additional information was received for this case. A valiant captivia was implanted to treat the unknown endoleak. The endoleak was resolved.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aneurysm. Vessel morphology was reported as the neck length was 100mm and the aorta vessel diameter of the left common carotid artery on the distal side was 33mm. The left subclavian artery distal side was 31mm in diameter. The proximal seal zone was 32mm in diameter and the distal side of the proximal neck was 33mm. The aneurysm diameter was 58mm. The proximal diameter of the distal neck was 30mm. The distal seal zone diameter was 30mm. The celiac artery diameter was 30mm and the proximal neck length was 90mm. The aortic aneurysm length was 165mm. The distal neck was 49mm. The vessel diameter of right common iliac was 10.5mm and the left common iliac diameter was 6.5. The vessel diameter of right external iliac artery was 7mm and 6.3 mm in diameter for the left external iliac. It was confirmed through a follow up visit that the patient presented an unknown endoleak. The patient will remain under observation. No additional clinical sequelae were reported. A review of returned post-implant films showed that 2 valiant stent grafts had been implanted. The proximal device was placed just distal to the right common carotid artery; covering the lsa which appeared coiled. The distal device was positioned into the descending thoracic aorta, overlapping the first piece by 6-7cm, and extended distally to well above to the celiac artery. There was contrast visible in the taa sac, just past the distal end of the arch. The contrast appeared to be coming from the proximal device, approximately 3-4 cm above the proximal overlapping section of the 2 devices. The endoleak type could not be determined; this is likely a type iii fabric endoleak, but cannot rule out a type ii or a type iii junction endoleak. The endoleak occurred just below the arch where the stent graft transitions from an angulated to a relatively straight profile as it descends distally. The cause of the endoleak could not be determined.

Manufacturer narrative:
(B)(4). Method: films. Results: inherent risk of procedure (endoleak); (details of event and cause of event is unknown); failure to follow instructions ((implanting a closedweb stent graft prior to freeflo). Conclusion: (details of event and cause of event is unknown); operational context contributed to event (implanting a closedweb stent graft prior to freeflo).